Event description:
Customer reported patient blood glucose results of 354 mg/dl on inform system 1 and 149 mg/dl on inform system 2 within 10 minutes. Customer reported no patient symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent. This medwatch is for the inform system 1. Please see another medwatch with patient is for report on inform system 2.